Manufacturer narrative:
Additional information received indicates this patient did not receive any intervention related to this valve. An error at hcp let to the incorrect reporting of this device. The transcatheter valve was implanted in another patient and not this patient nor this device. There was no allegation of device malfunction or patient injury associated with this device.

Event description:
Additional information received indicates this patient did not receive any intervention related to this valve. An error at hcp let to the incorrect reporting of this device. The transcatheter valve was implanted in another patient and not this patient nor this device. There was no allegation of device malfunction or patient injury associated with this device.

Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Attempts to obtain additional information have been unsuccessful. Without return of the device or additional information the reported re-operation cannot be investigated and a root cause cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a model 23mm bioprosthetic valve was explanted after an implant duration of approximately one (1) year, nine (9) days. The reason for explant is unknown. The patient was implanted with a 23mm transcatheter valve within the existing device. There were no reported complications.